Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The focal target lesion was located in the proximal superficial femoral artery (sfa). A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole in the balloon material, 4mm proximal of the distal markerband. Inspection of the remainder of the device, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The focal target lesion was located in the proximal superficial femoral artery (sfa). A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.